Manufacturer narrative:
The smiths medical pump was returned in fair condition and it was noted that the housing was damaged. The pump was powered up and alarmed ec1260 which is corruption of the memory of the circuit board. The circuit board will be replaced to alleviate the issue. The initial complaint was confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1260. There were no adverse events reported.